Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to endoleak.

Event description:
On (B)(6) 2016, the patient had three gore® excluder® aaa endoprostheses implanted. On (B)(6) 2019, the patient had a CT scan of his abdomen. On (B)(6) 2019, imaging services confirmed an endoleak of unknown origin. Further research provided two sets of lumbars with matching contrast grey scales to aneurysm sac contrast indicate a type 2 endoleak. It was reported the physician was unsure of true origin of contrast in the aneurysm sac. A re-intervention was scheduled. On (B)(6) 2019, the patient went into surgery for a re-intervention. An inial contrast run confirmed a type 1b endoleak as well as a type 2 endoleak from the culprit lumbars. Reportedly the surgeon placed coils near the lumbar ostiums in the aneurysmal sac, then placed an amplatzer plug in the left hypogastric artery. The physician then extended the previously placed gore® excluder® aaa endoprosthesis ipsilateral limb with a gore® excluder® aaa endoprosthesis (B)(4) into the left external iliac artery. A completion angiogram reportedly displayed no further endoleaks and was reported as a solid repair.